Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and a blood glucose reading of "high" (value not provided) . The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. The customer's blood glucose (bg) ranged from 455 to high mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.